Event description:
Two guide wires were inserted into the ostial rca. The angiosculpt was advanced over the prowater guide wire into the pt. Negative was pulled on the inflation device and blood was noted to be coming back into the inflation device. During retraction of the angiosculpt, it was noted that the catheter had separated. The balloon section of the catheter was successfully retrieved over the guide wire along with the guide catheter. There was no pt injury, and no further treatment was required at the end of this procedure.

Manufacturer narrative:
Visual inspection of the returned device found that the distal shaft separated at the hypotube bond.